Event description:
The customer stated, she was hospitalized for low blood glucose and a seizure. The blood glucose reading was 66 mg/dl during the call. The customer stated she had been experiencing low blood glucose for the past two weeks and stated, she always disconnects from the infusion set when priming or rewinding the insulin pump. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.